Manufacturer narrative:
The customer reported that they had difficulty pacing a pt in the demand mode. No adverse pt impact was reported. The device was evaluated at philips, but the symptom could not be reproduced. The device passed all testing and was returned to the customer. We consider this issue to be the result of a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.

Event description:
The customer reported that they had difficulty pacing a pt in the demand mode. No adverse pt impact was reported.